Event description:
Information received does not address the patient's clinical status but notes that one day post implant, loss of ventri- cular capture and 298 ohms lead impedance were observed in the unipolar configuration. The bipolar capture threshold was 2.5v with 533 ohms lead impedance. The lead was repo- sitioned and bipolar ventricular capture improved, although there was no pacing in the unipolar configuration. The lead will not be replaced and the patient will be monitored.